Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 2 states, "early or late postoperative, infection, and allergic reaction." Number 4 states, "loosening or migration of the implants." Number 6 states, "inadequate range of motion." Number 8 states, "dislocation and subluxation." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2015-03709 and 03710).

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reports patient underwent a revision procedure on (B)(6) 2015 due to patient allegations of pain, trouble walking, inflammation, unspecified complications with hip, popping, dislocation, problems sitting, standing, and moving up and down stairs, ringing in ears, elevated levels of cobalt and chromium and tissue and bone destruction. Legal counsel for patient alleges that retroacetabular osteolysis and bone grafting were allegedly noted during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reports patient underwent a revision procedure on (B)(6) 2015 due to patient allegations of pain, trouble walking, inflammation, unspecified complications with hip, popping, dislocation, problems sitting, standing, and moving up and down stairs, ringing in ears, elevated levels of cobalt and chromium and tissue and bone destruction. Legal counsel for patient alleges that retroacetabular osteolysis and bone grafting were allegedly noted during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in operative report noted patient was revised on (B)(6) 2015 due to osteolysis and pain. Patient alleges fatigue, tinnitus, dizziness, headaches, and depth perception problems. Operative report further noted retro acetabular bone loss, stable implants, hip effusion with opaque and dark fluid, and corrosion on femoral trunnion during the procedure. The head and cup were removed and replaced and a liner was implanted.